Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, after firing the device there were malformed staples. Hand sewing was used to complete the or. There were no adverse consequences to the patient.